Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses experienced bilateral deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses was performed on (B)(6) 2021. See 1645337-2021-00873 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on january 27, 2021. The event date was updated to november 1, 2019. The patient was stated to be fully recovered. The investigation of the returned device was completed by the failure analysis lab on february 10, 2021. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 19088, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Additionally, a tear was found within the crease/fold measuring approximately 2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).